Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and found invertor board cable going from graphical user interface (gui) board to invertor to be loose, secured cable and checked for tightness. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a erratic display. The ventilator was not in use on a patient at the time the event occurred.